Event description:
It was reported that this lead was an attempted left bundle branch implant due to a break or fracture during procedure. A part of the lead was left implanted within the patient due to the break on the lead. A new lead was implanted. No additional adverse patient effects were reported.